Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use, a bd¿ pen needle was found with an incorrect product due to labeling. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: no samples or photos were returned for analysis. Bd was unable to complete a DHR review because the batch # is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.